Manufacturer narrative:
A zoll technical support representative confirmed through the device log files that the o2 sensor had not undergone recent calibration. A preventive maintenance was carried out and the o2 sensor was replaced. Additionally, electrical safety and performance tests were conducted, and the ventilator passed all assessments. The investigation concluded that the reported alarm 254 was due to the user's failure in maintaining o2 sensor calibration, which led to sensor drift and the generation of false alarms. The issue was resolved by replacing and recalibrating the o2 sensor during preventive maintenance.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that a 254 alarm was triggered on the ventilator. The patient was transferred to a different model of ventilator, and the problem did not happen again. There were no reports of patient harm.